Event description:
It was reported that patient underwent initial total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to dislocation suspected from the stem not being anteverted enough. During the procedure, the head and taper sat proud as the taper would not slide down. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02753 / 02754).